Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. After a 6f non-bsc introducer sheath was inserted and a non-bsc guidewire crossed the lesion, a 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.